Event description:
It was reported that a pump had nuisance downstream occlusion alarms. It was also reported that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The incoming eval confirmed and reproduced reported symptom of "downstream occlusions alarms". When running a loaded IV set, unit reproduced a downstream occlusion alarm. Measurement of the gap between the downstream plate shim and the sensor mounting surface was found to be in specification. The current reading downstream calibration values with a loaded tube were found to be out of specification. The downstream sensor was replaced.